Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp, one catheter, one introducer needle, one straight non-coring needle, one vein pick, one syringe, one j-tip guidewire in a guidewire hoop, one 6.5fr introducer peel-apart sheath and vessel dilator, and one tunneler were returned for evaluation. Gross visual, microscopic and functional testing were performed. During functional evaluation the port body and the catheter were patent to infusion and aspiration without any issue. However, the investigation is inconclusive for the reported difficult to flush and suction issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: d4 (expiry date: 10/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device placement through the right subclavian vein in the right chest wall, the device was allegedly difficult to flush and was not able to aspirate blood. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified. (Expiry date: 10/2021).

Event description:
It was reported that post port device placement through the right subclavian vein in the right chest wall, the device allegedly difficult to flush, unable to be infused and was not able to aspirate blood. The device was removed and replaced. There was no reported patient injury.